Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that extravasation occurred, requiring medical intervention. On (B)(6) 2025, the subject was hospitalized for evaluation due to symptoms related to left leg claudication. And underwent left angiography which revealed partly occluded left peroneal artery and tibioperoneal trunk. The occlusions were treated using this 3 mm x 150 mm ranger drug coated balloon. Following which extravasation resulted in bleeding due to this 3 mm x 150 mm ranger drug coated balloon from distal collateral which was embolized with prolonged balloon inflation using the same 3 mm x 150 mm ranger drug coated balloon. Post treatment, the residual stenosis was noted to be 30% with no persistent extravasation. On the same day, the subject was discharged from the hospital.